Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was duplicated. A ventilator service required error code related to the oxygen blending module was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, since the screw fastening count exceeded the prescribed value, the base enclosure was replaced and since damage to the screw receiving part of the capacitor/battery retainer was observed, it was replaced. These issues were not related to the reportable malfunction/issue.